Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52 lead, implanted: (B)(6)2001. (B)(4)

Event description:
It was reported that lead integrity alert (lia) triggered due to the sensing integrity counter (sic) and non-sustained ventricular tachycardia (nsvt) episodes. Noise was noted on true bipolar and integrated bipolar. A fracture was suspected. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.